Event description:
Pt was revised to address knee pain attributed to femoral positioning. The femur was implanted in too much flexion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.